Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Related to report ((B)(4)) received through FDA's medsun program. Additional follow ups with the customer have been completed, to ask them to clarify what they mean by "connector where the tubbing is thinner." They were also requested again to return the completed customer complaint form. Per (B)(4) natus eds 3 external drainage system - risk analysis spreadsheet (ras), hazard ID - 5.9, the risk is considered moderate. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Awaiting confirmation on the serial number. Further investigation to be carried out.

Event description:
Lumbar drain tube was found broken at the connector where the tubing is thinner when assessing the patient. A new tubing obtained and changed out, no harm to patient.

Event description:
Lumbar drain tube was found broken at the connector where the tubing is thinner when assessing the patient. A new tubing obtained and changed out, no harm to patient.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # 10323191. Related to report (0300140000-2023-8011) received through FDA's medsun program. Customer confirmed (B)(6) 2023 product is not available for return. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. (B)(4). No associated capas. The device history record was not reviewed as the customer did not provide the lot number. Dhrs for this product are reviewed 100% and product is not released until all requirements are met. The root cause of the complaint could not be determined as the customer did not return the device for evaluation after multiple attempts to request the device for evaluation. The customer also did not provide any additional information regarding the incident and did not reply to our request to complete the customer complaint form. The failure was not confirmed. Investigation result code: san diego/eds products/no return of device for evaluation.

Event description:
Lumbar drain tube was found broken at the connector where the tubing is thinner when assessing the patient. A new tubing obtained and changed out, no harm to patient.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Related to report ((B)(4)) received through FDA's medsun program. Serial number not confirmed. A followed up with the customer has been completed, to ask them to clarify what they mean by "connector where the tubbing is thinner." They were also requested to return the completed customer complaint form. Further investigation to be carried out.